Manufacturer narrative:
This supplemental report is submitted provide additional information. Updates to sections b1 and b5.

Event description:
There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
Through communication with the user facility, it was learned the problem was isolated to 3 scopes and the cause of the problem was assigned to the scopes. Olympus technical support recommended returning the scopes to olympus for evaluation.

Event description:
A user facility reported to olympus that they were getting b30 and e216 errors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. An olympus field service engineer (fse) was dispatched to the user facility and determined the scopes utilized with the video system center were broken. Based on the results of the investigation, there was not malfunction with the subject device. Per the legal manufacturer, the e216 error included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction were to recur.